Manufacturer narrative:
Initial reporter's foreign zip code: (B)(6).

Event description:
It was reported an overheating of the device. No delay or patient/user injuries were reported

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed and no issues were noted. Product failed to correctly identify blade ID during functional testing. Cause of blade ID malfunction is a defective hall board. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. The cause of blade ID malfunction has been determined to be a defective hall pcb. Factors that could have contributed to the identified malfunction include a buildup of corrosion/debris on the pcb due to lack of potting or a defective electronic component on pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.